Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6; h10. The event can be confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Review of the records state that the patient was experiencing pain, swelling and clicking and clunking in the joint. Patient is also experiencing great difficulty and stiffness while attempting to bend past 90 degrees. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b7; d1; d2; d4; d10; e1; g1; g3; g4; g6; h1; h2; h4; h6 d10: 00599404017 - 17mm height size e,f with locking screw green articular surface use with femoral e,f / screw enclosed do not discard - 66120337 00598004702 - stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - j7322169 00598801622 - long 22mm diameter 130mm length sharp fluted stem extension combined length 175mm - 62789319 00598801522 - 22mm diameter 75mm length sharp fluted stem extension combined length 120mm - 37221075 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 66081048 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was also experiencing a decreased range of motion. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee surgery. Subsequently, the patient has been experiencing pain and a ''clicking / clunking'' noise in the joint with swelling around the knee. The initial surgeon suggested the patient undergo a genicular nerve ablation which the patient did including a year of pt.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.